Event description:
Customer reported that the insulin pump has scratched on the screen. Customer stated that the screen is getting so scratched that it is getting difficult to read the display. Customer wears the insulin pump in his pocket. Blood glucose value is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.